Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 29mm bioprosthetic aortic heart valve, implanted in the pulmonary position, had a 29 transcatheter valve implanted (valve-in-valve) due to unknown reasons. The implant duration of the surgical valve was five (5) years, nine (9) months at the time of the procedure. No additional details were provided.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this surgical valve underwent transcatheter valve intervention (valve-in-valve) due to pulmonary insufficiency. There were no reported complications and the patient was transferred to the ICU in satisfactory condition.